Event description:
After the air purging was completed and the syringe gauge was returned to 0, air still remained inside the hub of the coil (637mf0202, complaint product). The procedure was continued using another product. The event will be reported to the us. Additional info indicated that prior to connecting and during prep, the syringe or coil delivery system was not damaged. After disconnecting the coil delivery system, no damages were noted on the syringe or delivery system. During prep, a dedicated saline source was utilized to fill and prep the syringe. A dcs syringe was utilized to prep the device, and no damages were noted during prep. The syringe was taking to the blue zone, and the blue zone was not exceeded. Prior to this coil or at any time, the alternate zone (red) was not exceeded. Pressure was applied while the stopcock was closed. The product was connected properly to the hub of the coil delivery system. No leakage was noted at the connector, extension tubing, delivery system hub or anywhere else. The connector was checked for proper seating/fitting on the delivery system or hub. After the product failure occurred, no other damages were noticed on the coil (unraveled/stretched), delivery system or hub. No further info was available.

Manufacturer narrative:
The product was received, but the analysis has not been completed. Additional info will be submitted within 30 days of receipt.